Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Vibratory alert due to right ventricular lead noise was observed. It was confirmed that the alert was due to the left ventricular assist device (lvad) but not due to the lead failure. Programming changes were suggested. The patient was stable.